Event description:
It was reported that the surgeon felt resistance while inserting a three piece silicone lens. The lens ejected into the eye suddenly, cracked and damaged the posterior capsule. The incision was enlarged, a vitrectomy was performed and sutures were required.

Manufacturer narrative:
Incision sutured, vitrectomy. Work order search. Results: visual inspection of the returned product showed that the lens was split in half and there was evidence of a clear surgical residue. A work order search was performed and there were no similar complaints found.